Event description:
Additional information was received from the manufacturer representative that noted that the cause of the poor therapy was not determined. A revision surgery was scheduled for (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID 7496-66, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7496-66, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient was in a motor vehicle accident on (B)(6) 2015. The patient always turned the device off before they drove and the device was off at the time of the report. The patient's doctor did not want to turn the therapy on until a manufacturer representative could confirm that it functioned the way it was supposed to. The patient went to the emergency room on (B)(6) 2015 and x-rays were taken. The x-rays showed the electrodes at the top of the x-ray but the scan did not show the implantable neurostimulator (ins) in the patient's lower back. The patient was waiting to get a cat scan of their lower spine. The patient had pain in their back where the ins was and pain in their neck area. The problems with their neck and back started after the car accident. The onset of these symptoms was sudden. The patient was seen by a manufacturer representative on (B)(6) 2015 and the stimulation was turned on. The impedances were checked and all were within normal limits. The patient was receiving adequate therapy. Further information received from the representative reported the patient was still not getting good therapy. The patient used to be getting stimulation in her neck and into arm, but now only getting stimulation in mid-bicep area and down (since car accident). Impedances not showing any opens or shorts. Imaging was negative and leads did not appear to have moved. It was likely a revision would be done, but no date had been set yet. If additional information is received, this event will be updated.